Event description:
The customer called into technical support (ts) reporting that the device¿s screen went black, and it is inoperable. The device was in use at the time the reported issue was discovered; however, there was no harm to the patient or user. The customer evaluated the device with the assistance of the remote service engineer (rse) and it was confirmed that an error code 1009 (vent-inop): pressure regulation high caused unit to go black. Dispatched fse for onsite service.

Manufacturer narrative:
The device was swapped out with a different device to use on the patient. No medical intervention was provided to the patient, nor was a delay noted. The fse performed relevant tests. No problem was found, and the symptom could not be duplicated. The device passed the required performance verification tests per philips standards. No repair was performed. The device was returned for service.